Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A true root cause is not determined without the return of the device. It is possible the patient had outgrown the device, but this was not confirmed. There is no indication of product quality issue.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that approximately eight years, six months post implant of this bioprosthetic pulmonary valved conduit in a pediatric patient with congenital heart defects, this 16 mm valved conduit was replaced, valve-in-valve with a 20 mm transcatheter pulmonic valve due to elevated gradients of 20 mmhg. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.